Manufacturer narrative:
The device history records were reviewed and the lot met all release criteria. The device was returned. The investigation is confirmed for balloon detachment and a balloon rupture. Per the event details provided, a hand syringe was used to inflate the device; therefore, it is unknown if the balloon was over-pressurized. The IFU states that a luer lock syringe/inflation device with a manometer (10 ml or larger) is required for use. It is possible that the use of the hand syringe contributed to the rupture. A stent was present at the treatment site. It is possible that an interaction between the balloon and the stent contributed to the reported event. The balloon rupture likely caused the retraction difficulties, which likely contributed to the balloon detachment; however, the definitive root cause for the balloon rupture could not be determined.

Event description:
It was reported that the pta balloon ruptured during the second inflation in the common iliac vein and as the catheter was being retracted into the introducer sheath, the entire balloon detached. The detached balloon was successfully removed in its entirety with a snare. There was no reported patient injury.